Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a amplatzer piccolo occluder 4 mm x 2 mm was selected for an implant using a 4f amplatzer torqvue low profile catheter. During standard placement process of piccolo device, the physician noted moderate tricuspid regurgitation following piccolo placement and standard echocardiogram imaging. After the procedure a thorough echocardiogram was completed and tricuspid valve regurgitation was noted. The physician believed the occluder was damaged from the non-abbott catheter or the 4f amplatzer torqvue low profile catheter. He stated he felt a slight hang up as he was passing the 4f amplatzer torqvue low profile catheter over the non-abbott wire. He assumed the damage occured during this point in the procedure based on the slight pressure felt during this catheter exchange and initial insertion of the4f amplatzer torqvue low profile catheter over the non-abbott wire. The device was explanted, it is unknown if a new device was implanted. The patient is stable.

Manufacturer narrative:
An event of moderate tricuspid regurgitation following piccolo placement and occluder damage due to catheter exchange and initial insertion of catheter over guidewire was reported. A returned device assessment could not be performed as the device was not returned for analysis. No additional information was provided. Based on the information received, the cause of the reported incident could not be conclusively determined.